Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 100 bd vacutainer® serum blood collection tubes the additive appeared to be abnormal. The following information was provided by the initial reporter: the customer reported abnormality with the additive coating of the tubes in box they recently opened.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 1-may-2023. Investigation summary: bd received 83 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for additive abnormality was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with 100 bd vacutainer® serum blood collection tubes the additive appeared to be abnormal. The following information was provided by the initial reporter: the customer reported abnormality with the additive coating of the tubes in box they recently opened.